Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported stroke and hypotension. Stroke and hypotension are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and serious injury/illness/impairment were results of case specific circumstances as the patient was returned to the hospital; however, no intervention was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a stroke. It was reported that on (B)(6) 2023 a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Two clips were implanted successfully and the procedure was concluded with a resulting mr grade of 1. It was noted that during the procedure, the patient's blood pressure dropped. On (B)(6) 2023 the patient suffered a stroke and was hospitalized. No additional information was provided.